Manufacturer narrative:
The product was not returned for evaluation; therefore, no extensive analysis could be performed. Additionally, as the sterile lot number was not provided, a review of the manufacturing route sheets could not be completed. The event date was written (B)(6) 2006 because the month and day of the event are unknown. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a literature review, it was found that an optease vena cava filter was placed in an inverted position. Chong-hei kwok et al difficult retrieval of a retrievable inferior vena cava filter placed in an inverted orientation, j vasc interv radiol 2006; 17:153-155; report a technique of retrieving a retrievable inferior vena cava (ivc) filter placed in an inverted orientation that had attached to the ivc wall. The filter was removed with difficulty via a combined jugular and femoral venous approach. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Incorrect orientation of the filter is a known potential complication for all ivc filter implants and is listed in the IFU as such and as in this case is related to improper filter deployment. If the filter has been deployed upside down then the anchoring mechanism inherent in the filters design is negated allowing the filter to tilt and become imbedded in the vessel wall. The predominant concern then being the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process.

Event description:
After an literature review, was found that an optease vena cava filter was placed in an inverted position. Chong-hei kwok et al difficult retrieval of a retrievable inferior vena cava filter placed in an inverted orientation, j vasc interv radiol 2006; 17:153-155; report a technique of retrieving a retrievable inferior vena cava (ivc) filter placed in an inverted orientation that had attached to the ivc wall. The filter was removed with difficulty via a combined jugular and femoral venous approach.